Event description:
Tray failed and slipped into valgus.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the reported event. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.